Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that during an elective procedure to replace this patient's device, this right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms and a fracture was revealed. It ws reported that the patient had experienced an all terrain vehicle (atv) accident three years prior. However, no rv lead issues were observed clinically until today. The lead was removed from service and replaced without further incident.